Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was provided and reviewed. Therefore, the investigation is confirmed for the alleged filter detachment, filter occlusion and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced a difficult removal, obstruction, malposition of device and difficult to remove. This information was received from single source. The malfunction involved a patient without consequence. A 40 years old male patient weighs 291 pounds.

Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt, retrieval difficulties and occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced a difficult removal, obstruction, and malposition of device. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as a (B)(6) male, no age provided.